Event description:
Customer reports the 3rd connector pin on the inform system is blackened. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.